Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records and complaint database was not provided. Although the complaint is non-verifiable, provided information states the stem was placed too proud., eventually causing joint pain. Provided information also states the products were not investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.

Event description:
The patient was revised for pain due to the stem was placed too proud.